Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was not draining urine from the patient for approximately three weeks. The nurse tried to flush the inner lumen and apparently met some resistance and got no urine return. The nurse was able to withdraw fluid but the fluid was apparently brown in color and did not resemble urine. The nurse also noted that when she deflated the balloon pre-removal, the fluid reportedly looked like fluid withdrawn from the inner catheter lumen. After removal, the nurse noted that flushing through the catheter's inner lumen caused the balloon to inflate. The catheter was triple bagged when received and the syringe used to flush the catheter was left attached to the catheter. The catheter was replaced without incident; no patient complications after removal and replacement. No record of the urine volume was provided.

Manufacturer narrative:
Received 1 used foley catheter with the syringe still attached only. Initial visual inspection noted no obvious defects. Further visual evaluation observed salt accumulation around drainage eye and sac of returned sample. Per functional evaluation the balloon was inflated with 10cc water and administered flow rate testing. While inflated, the flow rate was 0ml/min, 0ml/min and 0ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample does not met the internal flow rate specification. Sample was dissected and observed heavy salt accumulation inside lumen causing blockage which makes it difficult for water to flow thru. Salt accumulation causing blockage. The reported event was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following: " "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.